Event description:
It was reported that the patient presented in the operation room for a left ventricular lead revision procedure due to lead dislodgement. The lead was extracted and replaced. The patient was asymptomatic and stable before, during and after the procedure.